Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2023-04050, 3006705815-2023-05328. It was reported that the patient was experiencing discomfort at the ipg site. During the surgery on (B)(6) 2023 the leads were unintentionally cut. As a result, the ipg was repositioned in the pocket to address the issue and the leads were explanted and replaced.